Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had drive count and time values or changes incorrect for moving or coasting. Insulin pump was too slow or too fast. Customer stated that insulin pump had insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No pump error 37 alarm noted during testing. Device functioning properly. (B)(4)